Event description:
It was reported that the user was unable to lock the infusion set connector during a supply change and subsequently disconnected from the ilet and transitioned to multiple daily injections; the device was later found uncharged, and with guidance the user successfully locked a new connector but could not proceed with a cartridge rewind pending charging. Symptoms included no reported adverse health effects. Outcomes included a temporary interruption of pump therapy with use of alternative insulin administration. Investigation included customer care troubleshooting and user education on performing a complete supply change with new materials after charging the device. Investigation of this case revealed user difficulty with the connector interface while the device was depleted of battery, with no alerts or alarms reported and no device damage confirmed. It was concluded, based on previously established findings for similar reports, that user technique and device not powered were the most likely contributors.